Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter stated after he dropped coaguchek xs meter serial number (B)(4), he changed the batteries and reset meter and was receiving questionable results and error messages. At an unknown time, the results from the meter were 4.0 inr and 2.8 inr. The result displayed in the meter memory at around 4pm was 3.0 inr. The customer stated he may have used the same finger when performing the tests that gave results of 4.0 inr and 2.8 inr and may have had liquid on his hands/fingers when performing the tests. The therapeutic range was 2.0-3.0 inr.